Manufacturer narrative:
No button error alarm was noted. However, the act button did not respond due to corroded keypad traces. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a button error alarm, and is unable to clear it. Customer's blood glucose level at the time was unknown. Unable to troubleshoot. The customer was advised that the device would be replaced.